Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during rewind as a result of a motor encoder signal being out of phase. Further testing could not be performed due to the motor error alarms. The device was received with scratched display window.

Event description:
The customer reported that he experienced low blood glucose. Attempted to troubleshooting, but the customer was being combative. Troubleshooting was performed, and the drive support cap appears to be normal. While troubleshooting the device alarmed motor error. The customer mentioned having an MRI, but he was not wearing the insulin pump, and it was at the chair next to him. The caller stated that he attempted to clear the alarm by pressing the activate button and accidentally primed insulin into his body, which it cause his glucose level to drop. No further information was provided.